Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed due to lack of sample and the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine. The technical service representative(tsr) assisted the home patient(hp) to cycle power off and on, and then remove the cassette. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.